Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the gore® tag® conformable thoracic stent graft is intended for endovascular repair of all lesions of the descending thoracic aorta, in patients who have appropriate anatomy, including: more/equal 20 mm landing zone; more/equal 20 mm non-aneurysmal aorta proximal and distal to the lesion. Additionally, the IFU state: complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2019, a patient underwent endovascular treatment of an arch aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2020, a follow up CT image revealed a proximal type I endoleak. On (B)(6) 2020, a reintervention placing an additional stent graft to treat the proximal type I endoleak was performed. The endoleak was resolved. The patient tolerated the procedure. According to the physician, the proximal type I endoleak was expected because the proximal neck was short. Reportedly, the proximal neck length was 19mm.